Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address brownish grayish staining of the synovium and soft tissue, a bursa type sac on the joint with 100 ml of cloudy yellow synovial fluid, loose acetabular cup and swelling. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Event description:
Litigation papers allege pain and discomfort. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2014 - plaintiff's preliminary disclosure form was received, which identified doi and dob information. Part/lot information was also identified. The complaint and associated mdrs were updated. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.